Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit has a heium leak at te external tank. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional contact details: +(B)(6). A getinge field service engineer (fse) customer stated device was having a helium leak at the external tank. And was brought down by biomed tech joseph moreno for further investigation. Onsite performed a leak check on both internal and external helium tank and found no leak. External tank did not leak more than 20 psi within 5 minutes. Internal helium tank did not leak more than 3 psi in 5 minutes. Unit returned to customer. No parts were replaced for this repair.